Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers family member reported via phone call that the customer experienced hyperglycemia with blood glucose value 500 mg/dl. Customers also reported insulin pump had no delivery alarm. Customer states they had tried all remedies. Customer wishes to troubleshoot for the issue. The device will be returned for analysis.